Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for tpn and antibiotic treatment in june, 2003. Post placement, a fracture was noted in the catheter just distal to the suture wing. Another device was successfully placed for continuation of treatment. No patient complications were reported in this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the catheter was cracked at the distal end of the molded suture, and the lumen leaked. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.